Event description:
Automated implantable cardioverter-defibrillator and lead removed and replaced. Patient underwent implantation. She had high defibrillation thresholds(dfts)at implant, so on the next day, dft testing was repeated and the patient failed, requiring a revision three days later.what was the original intended procedure?ICD and lead removed and replaced.